Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer reported that the insulin pump was indicating that she was in auto mode even though she was not. Customer reported that she had green check marks but she could not saw the shield. Customer reported experienced issues while she was sleeping. Customer was unable to enter auto basal mode. Customer was unable to trouble shoot as she was using auto mode. The insulin pump was not returned for analysis.